Event description:
Problem - ruptured disc 8/7/92. Surgery - bilateral-lateral l5-s1 fusion with instrumentation and stimulator. For the past 2 years and 8 months since the fusion surgery rptr has experienced an increased unexplained back pain, numbness and partial paralysis in his legs and feet, bladder problems that require daily self-catheterization along with medications. It is disheartening to rptr to think that most of his suffering could possibly have been avoided by his dr using a safer FDA approved device or instrument(s).